Event description:
Inbound - remodulin patient reports faulty cassette that triggered no disposable alarm on both cadd legacy pumps. Cassette changed, no lot number provided. No further details provided.